Manufacturer narrative:
Additional information: evaluation summary: one used 1190a-115a generator system was received for evaluation. The customer reported an e95-pressure leak detected error. The visual inspection found the rf output cable alden connector lock ring missing. This was not complaint related. No other notable conditions were noted. The investigation found the device to function normally and within specifications. No failure mode was identified. The investigation could not determine the root cause of the event. The reported condition was not confirmed. No corrective action is required. Trending is performed per local procedure. A review of the device history records for the provided lot / serial number was completed and no entries pertinent to the reported event were noted and this lot was released meeting all specifications as manufactured. Service records indicate approved upgrades rework were performed on this serial number that is not related to this reported event and that inspections and testing was performed on this system that confirmed system met all specifications. All systems are tested per the final product release testing mpi prior to release. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagogastroduodenoscopy, the generator was attempted with 2 different probes but could not hold insufflation. They used an ultra-long focal catheter and they were able to achieve 35 ablations and then the procedure was aborted. The generator displayed an error code e95 - air leak. There was no patient and user harm, and no medical intervention required. The patient was prepped for the procedure and was under anesthesia. A repeat procedure on a different date was needed.